Event description:
Physician advanced a penumbra catheter and upon torquing the catheter over the iliac arch it broke in two pieces. The missing piece was retrieved. The case was continued and the catheter (penumbra cat rx) was sequestered and returned to manufacturer. FDA safety report ID (B)(4).